Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that a fuse was open and the quad output power supply was defective. Both were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview had no power and would not initialize. Patients moved to alternate area. There was no adverse patient involvement reported. There was no patient information reported.